Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that four holding sleeves ¿ long for matrix devices broke at the threaded tip. Additional information including surgical and patient information was requested but is currently unavailable. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Event details regarding the reported failures were not provided by the reporter. Additional information has been requested but has not been received. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the initial complaint was reviewed and determined to be not reportable because it is a duplicate of another complaint. Information has been reported on mfg number 2520274-2015-13180.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.